Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that while in the pediatric hemodynamic dept, the md inserted this berman catheter via the "arterial" site. When inserting contrast, the "liquid came out through the catheter." There was no reported pt death or injury. Medical/surgical intervention was not required. There was a reported delay in treatment/therapy, however, the delay did not cause harm to the pt. Another catheter was inserted. There were no reported pt complications. The outcome of the pt is listed as fine. Additional info received from (B)(6) on (B)(6) 2011 stated the catheter was not pretested. It is unk what size the sheath was which was used with this catheter. The contrast liquid was noted to be leaking at the jugular insertion site. The catheter was removed and replaced successfully.